Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes a "sudden increase in ventricular o/p impedance >2500 ohms capture threshold >6.0 volts."